Event description:
A driver rx coronary stent delivery system length 24mm, diameter 4.0mm was used to treat a calcified lesion with 99% stenosis in a patient's tortuous rca. It was reported that the stent came off the balloon into the rca during the procedure. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician failed to cross the target lesion with the stent. It is reported that the stent slipped off the balloon into the rca when the doctor was attempting to pull the stent back into the guide. The stent was retrieved from the patient by snare. The patient was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.

Manufacturer narrative:
Tortuous and calcified lesion with 99% stenosis, dislodgement, guide catheter. Intervention required.